Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose since (B)(6) 2010. On (B)(6) 2010, the patient's blood glucose measured 10 mmol/l (180 mg/dl in the morning and 19.1 mmol/l (342 mg/dl) in the afternoon. The patient injected extra insulin via pen and was able to lower blood glucose. The patient switched to the backup infusion device and blood glucose returned to normal, 6-7 mmol/l (108-126 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.